Event description:
This is reported due to the clip opening while establishing final arm angle. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr). During preparation, the clip opened to 80 degrees during establishing final arm angle (efaa). Another attempt was performed with the same result. It was decided to not use the device and replace it with a new one. One clip was implanted with no reported issue. There was no clinically significant delay in the procedure and no patient involved. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.